Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted high and upon release migrated aortic approximately 2 mm above the sewing ring of a previously implanted non-medtronic surgical valve. It appeared that the valve was stable and working properly. The following day severe paravalvular leak (pvl) was reported. The patient was brought to the catheter lab and a snare was used to pull the valve into the ascending aorta. Subsequently, one day following the implant of the first valve a second transcatheter bioprosthetic valve was implanted in an acceptable position. No additional adverse patient effects were reported.